Event description:
It was reported that the pt has had more seizures at night. He reports that he has never had a single episode during the daytime. Per physician, the generator may need to be changed, however, the battery is still "on". It is unk what the battery life is showing or what the cause of the increased seizures is. Attempts for further info have been unsuccessful to date.

Event description:
Further information reveals that the patient is being referred for prophylactic generator replacement, but surgery has not occurred to date. There is concern that the seizures may be increasing due to the battery being so old, but the eri status is unknown.

Event description:
Additional information was received on (B)(6) 2012 in the form of clinic notes dated (B)(6) 2012 where it stated the device was interrogated and found to be near end of service. No changes were made to the settings. As the device indicated it was end of service, the patient will be referred for revision surgery. Surgery is scheduled for later this month and has not occurred to date.

Event description:
Product analysis of the explanted generator was completed on (B)(4) 2012. In the product analysis laboratory, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the product analysis laboratory concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the patient had the generator replaced on (B)(6) 2012. The replacement was prophylactic in nature. The explanted generator has been returned to the manufacturer on (B)(6) 2012 and product analysis is underway.